Event description:
It was reported that the pump touch screen cracked after the customer leaned against something. Additionally, it was reported that the pump touch screen was unresponsive and black. Customer¿s blood glucose level was 100 mg/dl. Customer reverted to manual injections for insulin therapy.